Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023.

Event description:
It was reported that the patient underwent an unknown back surgery due to an unknown reason. The patient is experiencing a worsened pain.